Event description:
It was reported the patient experienced a hyperglycemic event with stomach pain and nausea, and was taken to the emergency room by her mother. The patient was treated by a medical professional and received two units of insulin. Further on, related blood works were performed including a complete blood count (cbc) test, and possibly a blood glucose test, but the mother could not provide any test results. Within the hospital, however, the customer's accu-chek instant meter showed a result of 44 mg/dl (time not specified). Approximately 20 minutes later the medical professional measured the customer's blood glucose level which resulted in a value of 257 mg/dl (within the hospital and with a professional's device). The patient stayed in the emergency room from 11pm until 01-02am. The customer's mother informed that the low results issue with the accu-chek instant system started around 1 month ago with one vial of test strips (no specific date provided).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.